Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 1 of 2. Ref MFR report: 1627487-2012-09827. The pt is implanted with two percutaneous leads from different lots. It was reported post-operative the pt experienced pain down her legs and left hip. X-rays confirmed the lead had not moved. The CT scan showed a possible air pocket. The pt was hospitalized and was kept under observation. Further f/u indicated the pt's symptoms were completely resolved by the following day and the pt was subsequently discharged. The pt was programmed and reported effective stimulation coverage.